Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided.

Event description:
It was reported as a general comment that the customer has recently experienced resistance in the copilot when more than one device is in it. Per the physician, the tension is felt near the valve. Additionally, the physician has experienced loss of pressure while a wire and catheter are in place and the valve is snug. The physician has had to exchange the device for either a new copilot or a competitor¿s device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.